Manufacturer narrative:
(B)(6). If implanted, give date: (B)(6) 2007. Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that during a coronary artery stenting treatment procedure, stent jailing occurred. During the index procedure, cardiac catheterization revealed "an obstructive focal proximal stenosis of a fairly large diagonal branch, as well as a high grade origin second diagonal branch stenosis due to stent jail." This stent jail was due to a previously placed unknown taxus stent that had been deployed in the mid left anterior descending on an unknown date in (B)(6) 2007. The ostium of the jailed 2nd diagonal was predilated using a 2.25 x 6 mm nc apex balloon followed by placement of the 2.25 x 8 mm study stent in the 2nd diagonal and post dilation with 10% residual stenosis. Lesion 2 was located in the 1st diagonal with 70% stenosis and was 3.5 mm long with a reference vessel diameter of 12 mm. The physician treated the lesion with direct stent placement using a 3.5 x 12 mm taxus liberte stent with 0% residual. The patient subject was discharged on aspirin and prasugrel..